Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. There was no information provided regarding any impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed on the necessary steps to follow, including using a backup insulin pump if needed, storing the old pump correctly, and the process for returning it. A replacement pump with updated software was sent to the customer.